Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the abdomen. On (B)(6) 2024 , the patient experienced hypoglycemia and was sweaty. The patient´s wife took the measurements and the cgm was reading 141 mg/dl and the bg was 67 mg/dl. At an unspecific time during the event the cgm reading was 121 mg/dl and there was no bg taken. The wife called emergency number, and ambulance came between 12 and 12:30 pm. The medics took a bg reading which was 40 mg/dl and treated the patient with glucose (no information about the route). The medics took the patient to the hospital and there they provided orange juice to the patient. At the hospital the bg reading was 67 mg/dl and the cgm reading was 114 mg/dl. The patient was discharged after 1 day. At the time of the report the patient was feeling good. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.